Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. One day after the event onset, the patient was hospitalized. On the same day as the event onset, the patient was treated with vancomycin injection (2gm per five day, for 12 days), fortum injection (1gm per day, for 12 days) and heparin (1/2ml per bag, for 12 days) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the event. Twelve days after the event onset, the pd catheter was removed and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.